Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to door not fully latched alarms, which were reproduced. The messages were found to be caused by loose link screws. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the close door message. Any patient involvement, injury or medical intervention is unknown.